Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
As reported to coloplast, the device had a fracture in tubing of right cylinder above the apex of the pump. The device was removed/replaced.